Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation and review of available medical records.

Event description:
A family member of a peritoneal dialysis (pd) pt called in to technical svc reporting drain complications associated with the change in treatment settings. The reporter also noted the pt had a tear near their scrotum after coughing and sneezing in (B)(6) 2015. During the next treatment following the scrotum tear, the pt's scrotum filled up with solution. A physician instructed the pt to be on the cycler for 3 days and off for 2 days along with using less solution. The issue with the pt's scrotum filling with solution subsequently resolved. However, the pt still had the scrotum tear and a surgeon recommended surgery. In order to undergo surgery the pt would have to be off the cycler for six weeks. The pt alternatively could switch to hemodialysis in order to have surgery. At this time the surgery was not scheduled. The treatment sheets were reviewed and there was no causal or contributory overfills noted. The pt started cycler treatment (B)(6) 2014.